Manufacturer narrative:
Unit received with operating currents within specifications. Unit passed self-test, unexpected restart error test, displacement test and basic occlusion test. Unable to prime unit during prime/delivery test due to faulty forced sensor resistor. Unable to perform occlusion test and excessive no delivery test due to prime anomaly. Unit received with cracked case at display window corners. Unit received with minor scratched lcd window.

Event description:
It was reported via phone call that customer was in the intensive care unit and it was possibly due to malfunctioning insulin pump. Customer's blood glucose was 800 mg/dl. Customer had symptoms of high blood glucose; customer had excessive thirst, vomiting and rapid heartbeat. Customer reported of receiving a no delivery alarm. Customer declined troubleshooting and requested for insulin pump to be replaced.